Event description:
Pt had star sliding core and talar component revised.

Manufacturer narrative:
(B)(4). Talar component was downsized and poly sliding core was changed out. Review of device history records showed no anomalies.